Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Listened to the phone call and found that the condensation was inside the reservoir compartment of the pump. The customer has experienced this for at least one month, and stated that the condensation was due to insulin leaking from the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was leaking. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The reservoir will not be returned for analysis.